Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without any user input. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'turn off without input' was reproduced. A review of the history log revealed improper shutdown message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pins causing the depressed battery pins. The back flex battery contact pin requires to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.